Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "both sides show ripples, but the left side is different, the nipple is raised and is round, as if it had contracted or encapsulated," baker grade unknown. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.4., h.4.

Event description:
Patient reported "both sides show ripples, but the left side is different, the nipple is raised and is round, as if it had contracted or encapsulated," baker grade IV. The device remains implanted.